Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/01/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: visual inspection under magnification revealed the alleged foreign material attached to a ruler. The simplicity handpiece was externally evaluated and no assembly issues and defects were observed. A material analysis report was requested on january 19, 2022 at 2:33pm for the foreign material, and the product was received eag laboratories on january 26, 2022. Per eag laboratories, the sample could not be identified via ftir and therefore edx was performed which revealed the presence of aluminum. Low levels of carbon and oxygen were also present and may be due to the adhesive from the tape or another carbonaceous contaminant. Very low to trace levels of magnesium and silicon were also present, possibly due to aluminosilicates (¿dirt¿). Due to ftir being unable to be performed on the foreign material sample, no ftir spectrum could be obtained to be ran against the añasco manufacturing process to identify potential sources of the foreign material. The complaint issue was confirmed, however it cannot be confirmed to be related to manufacturing because potential manufacturing sources of contamination and their correlations cannot be identified via edx testing (ftir spectrum comparisons are required), and therefore no product deficiency could be identified. The origin of the alleged foreign material cannot be determined to be part of manufacturing process and is therefore inconclusive. Manufacturing process are performed inside a regulated clean room class 6 manufacturing room that requires full gowning before entering the room. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with a similar particulates or substances per procedures. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Device evaluated by MFR: device evaluation anticipated, but not yet begun : the intraocular lens (iol) is not returning for evaluation as it remains implanted; however, the piece of metal found on the iol is expected to be returned for further evaluation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small piece of shrapnel of magnetic metal was found on the back side of a dcb00 model intraocular lens(iol). Account's brief description of the event provided that the lens was inserted without difficulty, upon insertion, it appeared that the lens had a crack in it; however, upon close inspection, it was found that a piece of metal was stuck to the under side of the lens. Surgeon was able to remove the piece of metal through the incision, and observed that the lens appeared to be in good condition. Therefore, lens remained implanted. There was no patient harm reported. No further information available.